Manufacturer narrative:
Additional information: d4 - lot number; h4 - device manufacturer date; device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2021-04-28). The investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. Furthermore, there is a crack through the ceramic insulation. The cause of this damage is most likely mechanical overload by the application of excessive force like impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient¿s bladder. However, no fragments remained inside the patient since they were reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.